Manufacturer narrative:
(B)(4). The damage found was sustained during the surgical procedure. The lead was otherwise normal. (B)(4).

Event description:
It was reported that the patient presented via remote monitoring. The right ventricular lead exhibited an increase in impedance, as well as, an increase in capture thresholds. The lead was explanted and replaced. There were no adverse consequences. The patient¿s condition post procedure was stable.